Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges they were using an outdoor outlet in the winter to charge the jazzy product outside of their home when it allegedly caught on fire.